Event description:
It was reported that the pacemaker exhibited a decrease in estimated battery longevity from seven years to two years within a years time. The battery consumption was also observed to be at 274 percent. Subsequently the device was explanted. No additional adverse effects were reported. The device remains in possession of the explanting facility.

Manufacturer narrative:
The device is not expected to be returned and remains in possession of the explanting facility.